Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had non-sustained episodes with egms revealing svt which were not properly discriminated. Programming changes were performed.